Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-07100. It was reported the pt had been experiencing the system to become hot while recharging the device. The heating sensation is not discomforting. The pt reported experiencing discomfort at the ipg site when he leans on the device. The pt was unable to turn on stimulation. Follow-up identified sjm representative was able to turn on the stimulation. The pt is experiencing difficulty communicating with the charging system. Replacement charger has been sent to the pt. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.